Manufacturer narrative:
Voluntary medwatch mw5145316.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead remains implanted. No adverse health were reported. No further information was received.